Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generated an error message to reduce the pressure of the tool head. Use of the instrument was discontinued, and it was replaced with a backup instrument. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the curved blade was found to be broken at the midpoint. A piece approximately 0.405" x 0.084" was found to be broken off that was returned. Additional observations: the instrument was placed on an in-house system. It passed the recognition and engagement tests. The instrument was connected to an in-house energy generator where it failed the energy recognition test. The instrument generated message "tighten assembly" all attempts. The probable root cause of energy recognition failure is attributed to a broken blade on instrument. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).